Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product sample is anticipated but has not been returned for evaluation at the time this MDR was filed. The device history record for the lot number, m6068t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2016-00162 for the first patient. It was reported for patient two that, the patient was suctioned due to blood oxygen desaturation. The thumb valve failed to release post suctioning. Apparently, the patient continued to de-saturate until the catheter was changed. Additional information requested but not received.

Manufacturer narrative:
The sample was returned for evaluation. One used sample was received without the original packaging. The sample appeared generally clean. The entire device was visually inspected for damage. At receipt of the sample, the position of the thumb valve was down. The thumb valve was depressed and released multiple times for functional inspection. Each time after release, the thumb valve would stay in a down position. However, it could be manually pull into upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was heard meaning there was leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did occur and when the thumb valve was depressed, suctioning increased. The suctioning did occur when the valve was placed in the locked position. The distal end of the catheter was inspected for a blocked skive. The skive was visible outside of the seal cartridge subassembly area. There is no blockage in the system. The catheter body was fully extended and examined. There were no signs of damaged/ pinched/ curved tubing. Root cause: wear and tear. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).